Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose after starting on the ilet, with glucose already high at initiation and subsequently decreasing without a supply change; the cause of the hyperglycemia remained unclear and no specific device component issue was identified. Symptoms included hyperglycemia and cramping in the feet. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and no defined device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.